Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that the bd luer-lok¿ syringe sterile experienced a layer of oil. The following information was provided by the initial reporter: when you pull the plunger, there's a layer of oil, or a droplet that forms on the inside of the syringe.

Manufacturer narrative:
H6: investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ syringe sterile experienced a layer of oil. The following information was provided by the initial reporter: when you pull the plunger, there's a layer of oil, or a droplet that forms on the inside of the syringe.